Manufacturer narrative:
The event unit is anticipate to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: robotic xi prostatectomy. Detailed description of event: per clinical dept, the bag ripped while retrieving specimen out of body. Rep has very limited information and plans on meeting with the surgeon on (B)(6). Additional information received via email from account manager on wednesday, 5jun2019: I reached out to the physician¿s office today and he is currently out-of-state. I already asked for their medical staff to let me know when he is back, so until then I will not have anymore information. Patient status: tbd; unsure if patient injury happened.

Manufacturer narrative:
The tissue bag of the event unit was returned to applied medical for evaluation. Visual inspection confirmed that the tip of the bag was broken and torn horizontally. Engineering observed that the tear was relatively clean with no stretching marks. Based on the condition of the returned unit and the description of the event, it is likely an instrument made contact with the tissue bag, which caused it to tear open during extraction from the incision. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: robotic xi prostatectomy. Detailed description of event: per clinical dept, the bag ripped while retrieving specimen out of body. Rep has very limited information and plans on meeting with the surgeon on june 6th. Additional information received via email from account manager on wednesday, 5jun2019: I reached out to the physician¿s office today and he is currently out-of-state. I already asked for their medical staff to let me know when he is back, so until then I will not have anymore information. Additional information received via email from account manager, on friday, 28jun2019: I have tried to follow up with the surgeon and the nurses in the case, and they were not able to give me more information as they were not able to recall the specifics of that case. However, there was no patient injury reported. Type of intervention: ni. Patient status: no patient injury reported.